Manufacturer narrative:
Event date: the event occurred on an unspecified date in (B)(6) 2023, reported as "this weekend." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked while in the package. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: upon further investigation, it was determined that this report is a duplicate of report of 1416980-2023-00566. All investigation activities will be captured under report 1416980-2023-00566. Should additional relevant information become available, a supplemental report will be submitted.